Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient line separated from the transfer set during a dwell cycle of peritoneal dialysis therapy on the homechoice device. The patient was connected to the device at the time of the disconnection. The technical service representative assisted the patient with ending therapy and the patient was to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.